Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported that infusion set fell off during use. Patient faced this adhesive issue with 2 infusion sets. Infusion set was in use for 1-2 days. Patient blood glucose was 130mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
MDR 3003442380-2024-02621 - device 1 of 2.